Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) ruptured during use. Another device from the same lot was used to complete the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during use. Another device from the same lot was used to complete the procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. Additionally, the catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. Additionally, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. The balloon was tested through an inflation/deflation functional analysis, and no issues were observed, as the balloon inflated and deflated as expected. Additionally, a simulated deployment test evaluation was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device instructions for use (IFU) could not be completed because the csi was not returned for this evaluation. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample could not be completed because the frayed/split/torn condition of the sealant sleeves prevented insertion of an applicable csi. A product history record (phr) review of lot f2600602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. However, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the reported incident and the observed condition of the device could not be conclusively determined during product evaluation. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no balloon rupture noted with the returned device. However, prepping/handling factors are possible. Regarding the premature exposure of the sealant, procedural/handling factors also possibly contributed to the frayed/split/torn sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely. However, as these conditions were note reported by the customer, it is unknown if this condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ additionally, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, phr review, nor the information available for review suggest that the issue experienced and the observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.